Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: allergic reaction being treated with medical intervention. Device issue: no device malfunction has been reported. It was reported that the mini vision stent was implanted in 2009. In the following month, the pt returned and a promus was implanted for re-intervention of the mini vision in the cx. About a week later, the pt visited her physician for a follow-up with symptoms of an itchy rash on legs, and a raised area on the forehead and face. The rash is being treated with medication. No additional event or pt info is available.

Manufacturer narrative:
Allergic reaction, as noted in the promus IFU, is a known adverse event associated with coronary stenting. The IFU states that the promus stent is contraindicated for use in pt with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers. There was no reported product malfunction. Although a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determine, there does not appear to be an indication of a product quality deficiency. The mini vision has been filed under MFR # 2024168-2009-01866.